Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on day of implant the implantable cardiac monitor (icm) experienced "non functioning sensing" and the electrocardiogram (ECG) looked like noise. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.